Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the carrier was catching when going through the mesher. There was no patient harm or impact. There was no delay reported in the procedure. An additional graft was not needed as the taken graft was not damaged. Due diligence is complete and there is no additional information available. There are no adverse events associated with this malfunction.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the test cut could not be performed as the comb was bent. Furthermore, the side plates had wear that could affect calibration. The comb, side plates, bottom roll, gear, and carrier guide were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the carrier was catching when going through the mesher. There was no patient involvement. Due diligence is in process and to date no further information has came in. No adverse event is associated with this malfunction.